Event description:
Reporter indicated that during a generator replacement surgery for normal battery depletion, high lead impedance was found when the new generator was connected to the lead. Troubleshooting was performed, but the event did not resolve, suggesting that there was likely something wrong with the lead. The surgeon did not feel comfortable replacing the lead, thus the new generator was disconnected, and the generator incision was closed without a replacement occuring. The patient's family and the neurosurgeon are still deciding whether or not to go ahead with the full replacement or not. As the surgery was concluded without removing the lead, it could not be returned for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.